Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had an extremely long boot time then booted to an error. Device also locked up when reimaging. As a result the hard drive was replaced and reimaged, and software was reloaded. It was also noted that the keyboard port was loose and the system fan was noisy. (B)(4).